Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is a component failure without any design or manufacturing issue. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a scratches on the metal tip. There were no reports of patient involvement.